Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed the unit flow rate was zero. Circulation pump assembly was replaced. The device underwent and passed testing after all repairs. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had zero flow rate. Per follow up information received via email on 03jul2023. The device was not sent in for bd-approval facility for evaluation. The device was repaired on the field and replaced a circulation pump assy. The issue was resolved and replaced a circulation pump assy.

Event description:
It was reported that the arctic sun device had zero flow rate. Per follow up information received via email on 03jul2023. The device was not sent in for bd-approval facility for evaluation. The device was repaired on the field and replaced a circulation pump assy. The issue was resolved and replaced a circulation pump assy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.